Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient death occurred on (B)(6) 2017 at 00:20 hours and staff reported no alarms for the patient between 23:00 on (B)(6) and 00:30 on (B)(6). The patient expired.

Manufacturer narrative:
The customer contacted the customer care solutions center for troubleshooting support. The information center ix clinical audit logs were remotely collected and submitted to philips. The actual device was not evaluated onsite by philips. The logs were reviewed by clinical and quality representatives with the following findings. The bed in question was r3071. (The strips showed the bed as r3171 however it was determined that the customer readmitted the data into that bed after the fact in order to print the strips). Between 23:20 and 23:22 physiologic alarms for a low respiratory rate occurred. Silencing was noted to have occurred at 23:29 three times though the specific alarm silenced was not identified; only a select number of critical inoperative alarms are audited in the logs. In this case, the silencing is consistent with a lower level non-audited inoperative alarm being silenced at the central. Strips were also received and reviewed which begin after the timeframe the customer questioned. The strips begin at 00:34. The strips show a lead off in the secondary lead of ECG at that time and then subsequent loss of all ECG data. The results of the investigation for the information center ix have been provided to the customer via a formal response letter. The device remains at the customer site.